Event description:
The customer reported a defect in the image from the bronchovideoscope. The device was returned to an olympus service center for evaluation. During inspection and testing, the coating of the insertion section was found to be peeling. This report is being submitted for the malfunction found during evaluation (coating peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing found the coating on the insertion section was peeling due to deterioration. The event reported by the customer was confirmed. There was a shadow and a flare on the image. In addition, there was an insertion conduction failure, the adhesive on the bending section cover was chipped, the universal cord was crushed, and the down angulation was insufficient. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch (MFR# 8010047 2022 06110). The aware date should be 13-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the peeling of the coating on the insertion tube. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to mishandling of the device, or from stress from repeated use. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.